Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
This lead shows oversensing and multiple inappropriate shocks. Lead was occluded and remains implanted. A new device was implanted but the lead will be replaced at a later date. No adverse patient events were reported. Should additional information become available, this file will be updated.